Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/25/2015 and found and replaced tubings leaking from pinch valve pv27 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately 20 ml of clear fluid leaked from a coulter lh 500 hematology analyzer and was under the instrument during startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.